Event description:
It was reported that the customer had a bent cannula and serter issues on the insulin pump. The customer's blood glucose level was 600 mg/dl. The troubleshooting was performed for bent cannula advised to monitor sites, and try new areas and if need be change site and report. The customer was advised that will sent replacement of infusion set and clip and battery cap. The customer reported also the serter issue on the insulin. The customer was treated with changed set and pump. The customer was advised that the serter issue was resolved by reviewing proper use of the serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.